Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating the cause of the screwdriver not fitting into the extension was not determined but the issue resolved itself and it was resolved at the time of the report. No out of box failure occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator for the treatment of parkinson's disease and movement disorders. It was reported the caller was calling for his cs who was in the operating room at the time of the call. He stated the screwdriver would not fit into the extension and asked if there was any troubleshooting. No symptoms or complications were reported or anticipated.